Manufacturer narrative:
Date of event: exact date unknown, event occurred 1 year ago from date manufacturer was made aware.

Event description:
It was reported that the remote control would not communicate with patients ipg despite being fully charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned by the facility.